Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as burn like marks after contact of gel from electrode belt. Reporting out of an abundance of caution. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved.